Event description:
After syringe cannula cored a hole in the injection cap of the pt's central line blood began to flow through the hole. Pt used clamp supplied by home health to close line to stop blood from leaking. After applying the clamp twice, the central line was "cut". Pt taken to the emergency room and line removed.